Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the flow sensor assembly. The unit passed extended self testing.